Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that insufficient clinically relevant information was provided to perform a thorough medical investigation. Therefore, no further medical assessment is warranted at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batch. Without the actual product involved and/or device information, our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported a revision surgery due to radiolucency in tibia. Metallosis and loose tibial base plate was identified . Femur was found solid but replaced since no tibial component was available.